Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant. High out-of-range pace impedance measurements and loss of capture were observed upon connection to the device despite satisfactory measurements via pacing system analyzer (psa). The connection was checked and found adequate but the issue could not be resolved. The lead was removed and an alternate implanted without issue. No adverse patient effects were reported.